Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cutter did not move after the handle being squeezed twice, and it happened with both the cartridges. As a result of this problem, there was bleeding (less than 500cc) and the sleeve had to be made smaller, resulting in unanticipated tissue loss. Surgical time was extended by more than 30 minutes due to the product problem. No reinforcement material was used.